Manufacturer narrative:
The bil-d gen.2 reagent lot number is 907677. The expiration date was not provided. The bilt3 bilirubin total gen.3 reagent lot number was 924432. The expiration date was not provided. The customer inspected patient sample 1's tube before the rerun and found it clotted. The patient sample has a high icterus index. The investigation is ongoing.

Event description:
The initial reporter received questionable bil-d gen.2 and bilt3 bilirubin total gen.3 assay results from several patient samples tested on the cobas c 503 analytical unit. The following examples of discrepant results were provided: patient sample (B)(6) bil-d gen.2 the initial result from the analyzer was 4.1 mg/dl. The repeat result from another c 503 analyzer was 20.8 mg/dl. The provider questioned the initial result, prompting the patient sample to be rerun. The repeat result was deemed correct. Patient sample (B)(6). Bilt3 bilirubin total gen.3. The initial result from the analyzer was <0.2 mg/dl, with an invalidating data flag. The repeat result from another c 503 analyzer was 7.8 mg/dl. The results were allegedly clinically discrepant for a 24-hour-old newborn.